Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Corrected information: device lot number: it was originally reported that the lot number was 0013565344, however, the corrected lot number is 0013598178. Device expiration date: it was originally reported that the expiration date was (B)(6) 2013, however, the corrected expiration date is (B)(6) 2013. Device manufactured date: it was originally reported that the manufactured date was (B)(6) 2010, however, the corrected manufactured date is (B)(6) 2010. Device evaluated by manufacturer, evaluation summary attached, method code, result code, conclusion code: updated device evaluated by manufacturer: the complaint device was returned for analysis with an unidentified introducer sheath. Magnified inspection of the distal end of the device revealed that the balloon had bunched up. The inner had separated approximately 8cm from the tip and the outer had separated approximately 158.5cm from the hub. The exposed inner shaft between the separation of the outer shaft was 1cm on the proximal separation and 3cm on the distal separation. The proximal markerband was damaged and the inner shaft was kinked proximal to the markerband damage. There were two sections of the shaft that were stretched approximately 114.5 to 115.5cm and 118.5 to 158.5cm from the hub. There was a twisted/bunch of the outer shaft approximately 138.25cm from the hub and the inner shaft had moved approximately 3cm from the manifold. The sheath returned with the complaint device was flattened and twisted 3.5cm in length and kinked/twisted .5cm from the hub. Examination of the material surrounding the separation, markerband damage, inner movement, and kink did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The damaged condition of the device prevented functional testing of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-04940. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation difficulties withdrawal difficulties, and a shaft break occurred. The physician was treating two stenosed lesions located in the non-tortuous left and right common iliac arteries. A 5fr introducer sheath was inserted in the right side and a 4fr introducer sheath was inserted in the left side. A 200cm v18 guide wire was inserted in each side to facilitate the advancement of the balloon catheters. Two 8.0 x 40/135 (4f) sterling balloon catheters were used to treat the lesions, one catheter on each side of the iliac bifurcation using kissing balloon technique. There were no difficulties reaching or crossing the lesion with either balloon catheter. Once across the lesions, the balloon catheters were inflated with a 50:50 mixture of contrast and sodium chloride using a 20ml syringe. The balloons were then only partially deflated by the physician, repositioned, and inflated again. This was done two or three times. The balloons were inflated for a maximum of 10 seconds without difficulty. When an attempt was then made to deflate the balloons, neither one deflated. The balloon catheter treating the right iliac eventually became almost completely deflated. An attempt was made to withdraw the catheter through the 5fr sheath, however, it became stuck. When an attempt was made to pull the catheter through the sheath further, the distal end of the catheter broke off and remained in the sheath. The introducer sheath containing the broken distal catheter end was removed from the patient. No fragments were left inside the patient. The balloon catheter treating the left iliac only deflated half way. The physician changed to a 50ml syringe, but nothing happened. An attempt was made to introduce "something" into the balloon and inflate it again, however, this was unsuccessful. Fluid was not entering or leaving the balloon. The patient started to experience "a lot of pain" at this point. The physician decided to pull back the balloon catheter to the end of the 4fr sheath and puncture it with a needle, this did not work. The physician also attempted to puncture the balloon with a guide wire unsuccessfully. The physician then percutaneously punctured the balloon and removed the balloon catheter and 4fr sheath together. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR#: 2134265-2010-04940. It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon deflation difficulties withdrawal difficulties, and a shaft break occurred. The physician was treating two stenosed lesions located in the non-tortuous left and right common iliac arteries. A 5fr introducer sheath was inserted in the right side and a 4fr introducer sheath was inserted in the left side. A 200cm v18 guide wire was inserted in each side to facilitate the advancement of the balloon catheters. Two 8.0 x 40/135 (4f) sterling balloon catheters were used to treat the lesions, one catheter on each side of the iliac bifurcation using kissing balloon technique. There were no difficulties reaching or crossing the lesion with either balloon catheter. Once across the lesions, the balloon catheters were inflated with a 50:50 mixture of contrast and sodium chloride using a 20ml syringe. The balloons were then only partially deflated by the physician, repositioned, and inflated again. This was done two or three times. The balloons were inflated for a maximum of 10 seconds without difficulty. When an attempt was then made to deflate the balloons, neither one deflated. The balloon catheter treating the right iliac eventually became almost completely deflated. An attempt was made to withdraw the catheter through the 5fr sheath, however, it became stuck. When an attempt was made to pull the catheter through the sheath further, the distal end of the catheter broke off and remained in the sheath. The introducer sheath containing the broken distal catheter end was removed from the patient. No fragments were left inside the patient. The balloon catheter treating the left iliac only deflated half way. The physician changed to a 50ml syringe, but nothing happened. An attempt was made to introduce "something" into the balloon and inflate it again, however, this was unsuccessful. Fluid was not entering or leaving the balloon. The patient started to experience "a lot of pain" at this point. The physician decided to pull back the balloon catheter to the end of the 4fr sheath and puncture it with a needle, this did not work. The physician also attempted to puncture the balloon with a guide wire unsuccessfully. The physician then percutaneously punctured the balloon and removed the balloon catheter and 4fr sheath together. The procedure was considered completed with these devices. No further patient complications were reported and the patient's status is stable.